Event description:
Pt had star components removed. #400-255, lot #00210/3201, exp 06/2006, mfg 06/2001; #400-141, lot #0916100, exp 06/2014, mfg 06/2009.

Manufacturer narrative:
Surgeon removed star components. Poly mobile bearing intact. Implants solidly fixed and aligned. Review of device history records revealed no anomalies.